Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals. Additionally, the ra lead channel exhibited low within limits impedance, high capture thresholds, and low amplitudes intermittently. Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).